Event description:
Philips received a complaint from customer biomedical engineer (bme) reporting the touchscreen on the v60 ventilator was unresponsive to touch. The device was not in clinical use. There was no report of harm, or other impact to a patient. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the bme and recommended touchscreen replacement. The bme requested onsite service for correction. A philips authorized service provider (asp) evaluated the device and confirmed the touchscreen was unresponsive. The asp performed calibration, but the touchscreen remained non-functional. Subsequently, the asp identified the issue as related to the touchscreen. The problem was successfully resolved by replacing the touchscreen. The asp conducted all necessary tests, and each one passed successfully. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time.